Event description:
(B) (6) study: this pt with a history of angina, positive stress test, a family history of cad, hypertension, gerd, and prostate cancer (2000) was admitted for angiography, which revealed critical stenoses in the mid-distal lad and the 1st diagonal branch, integrillin, aspirin, and plavix were administered. No heparin was administered during the procedure. The lesion in the distal lad was a 90%, 14mm, de novo, c-type stenosis. The physician attempted direct stenting; however, it failed. Therefore, the lesion was pre-dilated with a 2.0 x 10 mm firestar ptca balloon inflated to 8 atms. A 2.25 x 18 mm cypher stent was delivered and deployed in the target lesion to 16 atms. The stent was not post dilated. There were no reported complications. The lesion in the mid lad was an 80%, 18mm, de novo, c-type stenosis. The lesion was considered anatomically complex due to the bifurcation with the 1st diagonal, which was <2.5mm in diameter. The lesion was not predilated. A 3.0 x 23mm cypher stent was deployed in the mid-lad to 18 atms. Following stent deployment, there was a lack of flow to the 1st diagonal branch; therefore, the stent was post dilated with a 3.5 x 14mm ptca balloon inflated to 14 atms. Timi I flow was restored through the diagonal branch. At 6-12 hours post index procedure, the pt's ck-mb peaked at 46.95 (upper limit 4.9 ng/ml) and was ruled in for intra-procedure non q-wave mi. Cardiac biomarkers normalized by discharge three days post index procedure.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. The IFU states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. The elevated enzymes experienced by the pt post procedure are likely to be related to the side branch occlusion. These findings were reported as peri-procedural myocardial infarction by the site. Based on the info available, there are possible vessel characteristics (bifurcation, vessel diameter <2.5mm) and procedural factors that may have contributed to these events.